Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have insulation damage on the conductor wire. The electrical wires were exposed. There were no broken pieces missing and the electrical continuity test passed. No thermal damage was found. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Isi has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 420172-17; lot #: n11200330-518) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 6 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm, or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the insulation of the power cable on the maryland bipolar forceps was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 23-nov-2020, and obtained the following additional information: the customer could not provide additional details regarding the reported issue. The procedure was completed with a replacement instrument.